Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer administered a manual correction injection and continued to use the pump for insulin therapy.